Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive with a frozen screen and would not unlock or wake despite being charged on the pad; the user transitioned to backup therapy and a replacement device was shipped. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of automated insulin delivery via the ilet and the need to use backup therapy, without injury, hypoglycemia, hyperglycemia, or hospitalization. Investigation included remote troubleshooting, guided firmware update attempt, verification of charging status, and receipt and inspection of the returned device. Investigation of this case revealed a screen/display malfunction resulting in an inability to operate the device, with no reported alerts or alarms and no evidence of user harm. It was concluded that the cause was a device malfunction of the user interface/display.